Event description:
It was reported that the 9900 system is locking up. The unit was rebooted to finish the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The specified failure could not be duplicated. However, as a proactive measure, replaced the fluoro function board, system interface, gpos and rtos computers, collimator, verified power supply performance and checked the isolation transformer connections. Discussed with customer the possible purchase of a ups for the system. The system was tested and found to be working as intended and placed back into service.